Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and functional evaluation of the returned device was performed following bwi procedures. Visual analysis revealed a reddish material and a separation between the pebax and the second electrode. Temperature, impedance and irrigation tests were performed and the results were found within specifications. No temperature or irrigation issues were observed. However, during the test, errors 105 and 106 displayed on carto 3 system due to open circuits on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the open circuit and pebax damage could not be determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer reported no temperature issue and the separation issue in the pebax area. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the errors 105 and 106 identified during product testing. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the second electrode. It was initially reported by the customer that when connecting the catheter the temp sensor stop giving temperature, no ablation was performed without the temperature. Issue happened after inserting into the aorta root. The cable was changed and then the catheter to resolve the error. No complication. The customer's reported temperature issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 23-aug-2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the second electrode and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.